Manufacturer narrative:
Sunrise medical was unable to determine the root cause of the alleged issue since the item was not returned for evaluation. There is also no record of any replacement parts requested for this chair or this chair ever being serviced by a dealer. This electronic MDR is being submitted to FDA following a retrospective review of complaints conducted by sunrise medical, inc. As part of a corrective and preventive action discussed with FDA in response to an inspectional observation. The review required a documented reassessment of each complaint for reportability under 21 cfr part 803. As a result of the assessment, this event was identified as meeting the regulatory reporting criteria in the company's current MDR procedure, and is being submitted to FDA out of an abundance of caution and compliance to aid in providing FDA with up-to-date information.

Event description:
Per end user, claims the footrest has a sharp part that points out where the leg rests open. End user has received numerous lumps, bruises, and open wounds due to this, so has her care providers. She also states the chair is heavier than it should be. She stated she will be contacting a dealer in her area to replace this part.